Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving ec-600hl. . It was reported that the irrigation came out of the scope at too high of a pressure causing tissue damage. The patient's mucosa was torn. The procedure was able to be finished with another scope with few minutes delay to the procedure. No other information was provided.